Event description:
It was reported that during a follow up, upon interrogation of the device an episode of noise was observed. External interferences was suspected. No actions were taken. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.